Manufacturer narrative:
Ref e-complaint (B)(4). Investigation: x-inspect returned samples' analysis and findings: a review of the 2 yr complaint history reveals similar issues. This unit was manufactured july 2008 under wo #(B)(4). A DHR review is not available but not expected to provide pertinent information for this complaint unit. Service & repair confirmed the complaint condition. The foot pedal has been known to fail due to a few reasons. The most common is the diaphragm which acts as the mechanism to make contact (for electrical current) to supply power to the unit. This particular failure is actually not due to the foot pedal portion of the device, but another component inside the housing. Air displacement pushes on a piston, via a diaphragm, into a switch to turn the power on. The foot pedal creates the air displacement to the pneumatic switch mechanism located in the housing of the unit. The diaphragm breaks down just enough to lose its seal and cannot function properly. The diaphragm material has been described as a rubber, possibly a latex. Given the appearance of a bad diaphragm it appears to have been exposed to excessive stimuli. Materials like latex are flexible hence the use in this application but its elastic properties can alter over time as well. In this degraded condition the sealing properties are impacted and it will not function as intended. The root cause for this complaint condition is being attributed to degradation of the diaphragm. Correction and/or corrective action: none. Coopersurgical service and repair team replaced the diaphragm on the unit and returned it to the customer. Sustaining engineering has successfully tested a replacement material made of silicone for use in repairs going forward, eng-test-10341-r. The IFU was also updated to add a safety check via ecn-20444. A service bulletin was issued to existing customers informing them to check for this issue and return the unit if needed. All product in fg and sk, as applicable, were reworked to replace the previous versions of the dfus on all applicable products. The repaired unit will have been repaired with this new silicone material. Was the complaint confirmed? Yes.

Event description:
Per customer's statement on repair authorization form " machine shuts off randomly". Reference repair order (B)(4). E-complaint (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
Per customer's statement on repair authorization form " machine shuts off randomly". Reference repair order (B)(4). (B)(4).